Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. According to the information received and the analysis carried out on this case, the most likely cause is a defect in the microcontroller ic on the tesla spy board. It was also determined that the esm board is defective. The esm board, the tesla spy board and the tesla spy protection board were replaced. There was no patient or user harm reported.

Event description:
False positive red-x after start-up (with teslaspy fw v2.1.0.0 and 2.0.0.2).